Manufacturer narrative:
(B)(4).

Event description:
It was reported, that cgm app and os incompatible, due to unsupported os on smart device occurred. It was indicated, that the operating system for the smart device was not a supported system. Which is misuse of the device. Data was received, but will not be investigated. As it will not confirm, the allegation or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.